Event description:
It was reported that in preparation for a cranial procedure using the mask communication unit for ent mask-registration, the patient was induced under general anesthesia and his or her head was shaved and secured in mayfield positioning device using three pins. The physician obtained point and vector calibration, but was unable to complete validation as it was out of the range of acceptable deviation. The surgeon had never used the vector device previously, and decided to reschedule the procedure. After the procedure was canceled, the mayfield pin holes were left open and povidine ointment was applied to the sites.

Manufacturer narrative:
During the device evaluation, the mask communication unit was determined to be a concomitant device to the reported event. The vector calibration device was not available for evaluation, and therefore the reported event could not be confirmed.

Event description:
It was reported that in preparation for a cranial procedure using the mask communication unit for ent mask-registration, the patient was induced under general anesthesia and his or her head was shaved and secured in mayfield positioning device using three pins. The physician obtained point and vector calibration, but was unable to complete validation as it was out of the range of acceptable deviation. The surgeon had never used the vector device previously, and decided to reschedule the procedure. After the procedure was canceled, the mayfield pin holes were left open and povidine ointment was applied to the sites.